Manufacturer narrative:
The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurement that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) then discussed the cause of the gradual increase of impedance. Additional information states that the patient's device was checked and the shock impedance was still slightly elevated. The patient had no issues with the device and will be checked again after a few months. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements that was detected via the patient's remote home monitoring system. Furthermore, the source of high shock impedance was not conclusively determined and the patient's lead will be monitored. This device remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range shock impedance measurements that were detected via the patient's remote home monitoring system. Moreover, the cause of high shock impedance was still not identified. The patient will be monitored through normal routine follow up. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.